Manufacturer narrative:
8-jun-2021 device received from a funeral home. Patient expired on (B)(6) 2020. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem. Upon receipt, the device was interrogated. The interrogation could be properly performed and revealed 21 percent remaining battery capacity. Next, the available device data was inspected. The inspection of the episode holter revealed a total number of 550 recorded episodes. Therapy was delivered in the course of episode number 259 and 488 recorded on (B)(6) 2019, respectively. The iegms of both episodes were evaluated showing a normal and as expected device behavior. Both episodes showed regular detection of tachycardia in accordance to the programmed parameters. Episode number 259 was successfully terminated by the device due to shock delivery. Episode number 488 was terminated due to deceleration of the intrinsic heart rhythm below the programmed vt2 therapy zone limit after atp delivery. There was no indication of a device malfunction. In a next step, the ICD was subjected to an electrical analysis. First, a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing functions of the ICD to be as expected. Following, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing, detection and shock delivery. In conclusion, the device proved to be fully functional. The inspection of the device data showed a normal and as expected device behavior while the ICD was implanted and in service. There was no indication of a device malfunction.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned data have been analyzed, showing no anomalies. The inspection revealed that the ICD functioned as expected according to the programmed parameters. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of an ICD malfunction.

Event description:
It was reported that on (B)(6) 2019 this device detected svt episode as vt and delivered inappropriate therapy. Device function to be investigated further. Device remains implanted.